Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter was inserted and after about 10 minutes the balloon began to bleed, and when it was withdrawn the head end of the balloon was seen to be broken and bent". To complete the procedure, the catheter was changed. The same insertion site was used to insert the second catheter. No patient harm or injury reported. Patient's current condition reported as "fine".

Event description:
It was reported "the catheter was inserted and after about 10 minutes the balloon began to bleed, and when it was withdrawn the head end of the balloon was seen to be broken and bent". To complete the procedure, the catheter was changed. The same insertion site was used to insert the second catheter. No patient harm or injury reported. Patient's current condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round (part of the flex tip assembly) was noted unraveled and the iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.3cm from the iabc distal tip. Multiple bends to the iabc were noted at approximately 10cm, 32.5cm, 46.3cm, 51.5cm and 65cm from the iabc luer. Spots of dried blood were noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the returned sample was likely cleaned prior to the return. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted damaged/broken central lumen. The iabc was leak tested and a leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 10cm, 33.1cm and 51.7cm from the iabc luer, which are the locations of the previously noted bends. Then the guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab blood in helium pathway is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted damaged/broken within the iabc flex-tip assembly area , which could allow blood to enter the helium pathway. The returned iabc bladder membrane was fully intact , with no leaks noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action has been initiated to further investigate the issue.